Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report the patient received a transmitter failed error on (B)(6) 2015. At the time of contact the patient did not report any injury or medical intervention. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 and did not confirm the reported event of transmitter failed error.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 12/30/2015 and confirmed the reported event of transmitter failed error. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.